Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with a possible corneal ulcer in a patient's left eye 18 days post lasik. The patient complains the eye is sore, light sensitive, and watery. There was slight epithelial staining, an infiltrate, and slight lid edema present. The patient was started on an antibiotic to use every two hours for one day then four times a day. Upon follow up, vision has improved. Swelling has resolved and comfort has greatly improved. There is no more epithelial defect noted. A spot of focal haze was noted under the surface but doctor expected this in an ulcer situation. Patient is still using antibiotic medication. Patient is reported to be responding nicely to treatment and is doing well.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).